Event description:
It was reported that the pt experienced "withdrawal syndrome". Symptoms included hypertonia and increased pain. An x-ray revealed a catheter break. The pt elected to have the pump and catheter explanted. The pt recovered without sequela.